Event description:
Medtronic received information that 4 years and 11 months post implant of this 22mm mitral bioprosthetic valve implanted in the tric uspid position, it was explanted and replaced with a non-medtronic valve. It was reported that the valve was "stuck". No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that host overgrowth was found on the inflow and outflow of the leaflets. As received, one leaflet was in the closed position while the second leaflet was partially open, appeared to be associated with the host growth infiltration restricting leaflet mobility. Host overgrowth adhered to the outflow and inflow of one of the hinge mechanisms. The orifice appeared intact with no evidence of damage. Remnants of glistening off-white pannus were present on the inflow and outflow sewing cuff. From the outflow, host overgrowth extends from the sewing cuff to the carbon assembly. Tan to brown host growth partially filled the inflow and outflow of one hinge mechanism. Host overgrowth appeared to infiltrate the space between the orifice and the leaflet restricting closure of the leaflet. Host overgrowth was removed from the orifice and hinge mechanisms. After removal, leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both hinge mechanisms appeared intact with no evidence of damage. Due to the pannus overgrowth, the carbon subassembly cannot be rotated in the sewing ring. Radiography did not reveal calcification on the valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the observations, it is evident that the pannus overgrowth contributed to the leaflet motion issue. D9: updated h3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information which stated that the reason for replacement was inflexible leaflet motion due to interference of subvalvular tissue. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.